Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported system self-check error has been completed. Complaint intake was consistent with complaint date. It was observed that when attempting to power on the console, the system self-check fail occurred again. The console was opened and physically inspected. It was observed that there was corrosion on the power battery manager (pbm), near super capacitors c69 and c70. The cause of the aic issue was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a self-test failure on startup. There was no reported patient involvement.